Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an unknown report source about an (B)(6) trial patient's external neurostimulator (ens). (B)(6) mentioned that right now, the patient is not able to void on their own at all; they are worse than before. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. Device information is unknown. Urinary retention is a pre-existing condition. No further patient complications have been reported as a result of this event.